Manufacturer narrative:
(B)(4). An actual sample was received for an evaluation, upon visual inspection, the tubing was separated from the male luer and there is a hard solvent ring on the tubing. The root cause of the reported condition was undetermined.

Event description:
A customer reported to baxter (B)(4) of an administration set that leaked from the connection between the male luer and the tubing during patient use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.